Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer questioned results generated for a patient sample tested on the architect i2000sr analyzer. Architect core testing was (B)(6) at 9.92 s/co. Architect (B)(6) qualitative testing was (B)(6) at 1.21 and 1.28 s/co. Architect (B)(6) qualitative confirmatory testing did not confirm (% neutralization was <50%). Taking into account the (B)(6) core and (B)(6) qualitative result, the unconfirmed (B)(6) qualitative confirmatory could be incorrect. No additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical complaint searches determined that there is no unusual activity for the likely cause lot. There is no adverse trend for this product and the complaint trending report review determined that complaint activity was normal for the issue. Investigation testing was not performed as the architect (B)(6) qualitative confirmatory reagent kitpack, 4p54-25, lot 31216lf00 expired on march 9, 2014. A review of the manufacturing documentation for lot 31216lf00 did not identify any issues associated with the customer observation. There is no malfunction as per the product labelling, the interpretation of not confirmed for hbsag indicates the presence of (B)(6) cannot be confirmed via neutralization. The repeatedly reactive result obtained with the architect (B)(6) qualitative assay may be the result of a nonspecific reaction (false reactive). As the presence of nonspecific binding may obscure low levels of (B)(6) in the specimen due to early infection or early recovery, it is recommended that the patient be evaluated for other serologic markers of (B)(6) infection (i.e., total anti-(B)(6) or igm anti-(B)(6)) and that the patient be retested for (B)(6) in 4 to 6 weeks. No product deficiency was identified.